Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer informed that vt exp is greater than vt insp on this unit. They have changed the circuit, flow sensor and exhalation membrane still the issue persists.

Event description:
Customer reported that the bellavista 1000 experienced alarm 274 - "flow measured proximally is greater than the flow delivered" issue. The customer confirmed that there is patient involvement in this reported event. However, there is no harm and no medical intervention.